Manufacturer narrative:
A siemens healthcare diagnostics fse (field service engineer) was dispatched to the customer site for instrument evaluation. The fse determined that the cause of the discordant calcium (ca) results was unknown. The fse proactively replaced the sample probe 2 mixer assembly, performed a total service call and ran qc. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on a dimension vista 1500 instrument for two patients. The discordant results were not reported to the physician(s). The samples were repeated and the repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca results.